Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the patient's vasculature as per the clinical description provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was unable to advance through the patient's vasculature during attempted delivery. As a result, the impella 5.5 pump was removed and an impella cp pump was placed for planned support. There was no patient harm.